Event description:
Impella cp was inserted via femoral artery in a 53-year-old male patient for acute decompensated cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. While on support gross hemolysis was noted. The intensivist wanted echo and to speak to cardiologist but cardiovascular coordinator advised against it. The morning nurse said there is no longer such things as stat echos overnight. Echo was done and showed the inlet of impella towards the mitral valve. The cardiologist was made aware of the situation but said they will not reposition this device unless there is a verdict that patient is not going to largo. The intensivist turned the performance level down from p-8 3.4l/min of flow to p4 2.2l/min to reduce the risk of hemolysis. Later the device was successfully weaned and explanted. It is unknown if the device was weaned due to concerns of hemolysis.

Manufacturer narrative:
Data review: imc logs from the complaint date revealed that the console issued the purge disc not detected alarm (event set #402) several times. Device analysis: the console was tested after arriving in fs. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer -see attached image). The purge disc flag was observed to be broken and was the root cause of the inability to detect the purge disc. Es2023-0090 documents the possible root causes of a fracture of the purge flag which is not tied to a manufacturing or design defect, typically caused by fluid ingress into the purge pressure sensor assembly.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an automated impella controller in a 53-year-old male patient. Decision to place patient on impella support with plan to send patient to left main coronary for advanced heart failure therapies. Upsized to 14 fr impella short sheath. Heparin administered, dilator removed, left ventricle (lv) accessed w/0.035 and pigtail. 0.035 exchanged for 0.018 guide wire. Diagnostic catheter removed, impella backloaded onto 0.018 wire, sheath flushed, pump advanced and placed into lv. Support initiated in auto then changed to p-9 per ic request. Peel away sheath removed, repo sheath advanced, slack removed, tuohy-borst and t-lock secured. Forward tension sutures to blue suture hub and site dressed w/angle matching. Pt sent to intensive care unit for continued management while awaiting transfer.